Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported separation was confirmed. The reported resistance met during advancement and difficulty during removal could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should also be noted the xience xpedition eluting coronary stent system, instructions for use states: if unusual resistance is felt before the stent exits the guiding catheter, do not force passage. Resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. The investigation determined the reported failure to advance and difficulty removing appear to be related to challenging anatomical conditions. The reported shaft separation appears to be related to the force applied during advancement. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a 70% stenosed, de novo, mildly calcified lesion in the moderately tortuous mid right coronary artery. Pre-dilatation was performed initially with difficulty noted. During advancement of the 3.50x48 mm xience xpedition stent delivery system (sds), resistance was noted with the calcification of the lesion. So much force was required during advancement that the proximal shaft of the xience xpedition sds separated outside of the anatomy. There was resistance noted with the anatomy during removal; however, the separated portion was withdrawn without issue. A new, smaller xience alpine sds was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.